Event description:
Two batches of 80g bone cement set too quickly. Cement appeared grainy and too doughy. Product will not be returned as it was disposed of. Surgery was extended 20 minutes. Two (2) 40g batches were used.